Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.